Event description:
Event determined to be reportable based on analysis approved 05/15/2008: it was reported that prior to a percutaneous coronary interventional (pci) procedure, tip damage occurred. Upon unpacking the 7f mach1 cls3.5 guide catheter, the physician noted that the tip of the device was slightly flattened approx 2cm from the distal tip. Another of the same device was used to complete the procedure. The pt's status is reported as "good". Device analysis revealed a cracked shaft with exposed braided material.

Manufacturer narrative:
The guide catheter was returned with no original packaging. It was noted that a kink was present on the proximal end of the shaft approx 37.4cm from the manifold. Inspection of the kink and the adjacent areas of the shaft did not reveal any indications of material or processing specification non-conformances. Microscopic examination of the distal shaft revealed a slightly squared portion of the shaft approx 2cm from the distal tip. The affected portion of the shaft consisted of approx 25% of the shaft circumference and a length of less than 2mm of the shaft. Microscopic inspection of the distal shaft did not reveal any evidence of material or processing specification non-conformances. The tip of the shaft was inspected and no anomalies were noted. A crack or split in the proximal shaft was noted approx 69.7cm from the manifold at the proximal end of the catheter. Microscopic inspection of the crack revealed dried red-orange-colored material at the surface of the crack and throughout the visible portion of the inner shaft. The material is believed to be a combination of blood, contrast media, or oxidation. Braid material was also visible through the crack in an area approx 5mm x 5mm. A flap of the outer shaft was peeled back and a break in the braid was observed. It appeared that a section of the braid, approx 4mm long, was missing. It is possible that the missing piece of braid adhered to the flap of shaft that was pulled off and was not found. It was confirmed that a small area of the shaft near the distal tip was deformed, however, it is considered unlikely that the device was not used. The red material discovered within the layers of the shaft and the crack in the outer wall of the shaft indicate the device was exposed to blood and/or contrast media and/or may have been subjected to considerable environmental stresses to cause the shaft to degrade and possibly the braid to oxidize. The manufacturing records for this batch number were reviewed, and confirmed that there were no issues or discrepancies in the mfg of this batch that could have contributed to the reported event. This indicates the device met all material, assembly, and performance specifications. The root cause of the shaft crack can be attributed to operation context based on indications that the device was used and/or exposed to considerable environmental conditions.